Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing an infection at their internal pulse generator (ipg) site to the point of partial erosion of the ipg. The patient underwent a surgical procedure in which their ipg and leads were explanted.